Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient tripped on their purse around 3 weeks ago and about a week ago noticed redness and drainage from the driveline. The patient had chills/ night sweats for one night which resolved. The patient denied fevers, recent showering, bathing, and changed their driveline daily or sometimes twice. The patient was diagnosed with covid-19 infection and was asymptomatic. Wound cultures were obtained. The driveline exit site wound culture was positive for bacterial infection: pseudomas. On (B)(6) 2023, the patient had an incision and drainage procedure of the driveline tract. The patient was found to have significant amounts of necrotic infected soft tissue that did not extend to fascia. Negative pressure wound therapy was applied post-procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that there was trauma to the driveline exit site.